Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was not correct. A technical support specialist (tss) found that the station was set to synchronization with a time server that is no longer active. Tss applied knowledge article title device time is incorrect, to set the station to sync with time server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mcer time was slow by approximately 15 to 20 minutes compared to the actual time, caused delays in patient information populated on pyxis. Additionally, the pyxis cii safe was one hour behind the correct time, resulted on documentation errors. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.